Event description:
It was reported that the customer had multiple compromised force sensor system alarm while priming. The blood glucose level was 150 mg/dl. Customer states that the drive support cap was sticking out. Troubleshooting were performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose protruded drive support disk. Unable to confirm a33 alarms or perform prime/a33 test due to motor error alarms. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.